Event description:
Discrepant results when compared to a lab. The reported device result was >8 inr twice. The corresponding lab result reported was 5.9 inr. Unknown treatment based on the lab result. The patient was also scheduld for another appointment in july 2006.